Manufacturer narrative:
The device was received with top and bottom housing damages. An attempt to establish communication was unsuccessful. Due to the damages noted and the download data not being available, it could not be conclusively determined if there were drive issues during use. A kink in the soft cannula was also observed.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported medical intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The patient went to his diabetes doctor for high blood glucose, which had reached 414mg/dl while wearing the pod on his leg for between 4 and 24 hours. He was given a manual injection of novalog insulin at the doctor's office which brought his levels right down. There was no hospital or emergency room visit. (B)(6).